Manufacturer narrative:
B3: estimated as 15sep2016 as the thrombus was noted 6 weeks post implant. D6a: estimated as (B)(6) 2016 as tee image in article states intraprocedural tee was performed (B)(6) 2016. Literature citation: hlaing k m, aung t t, kravitz k, et al. (August 27, 2020) who watches the "watchman" and how often? Cureus 12(8): e10077. Doi 10.7759/cureus.10077.

Event description:
It was reported via journal article that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman closure device was successfully implanted. Post procedure the patient was prescribed warfarin. The patient returned for follow up six weeks later where transesophageal echocardiography (tee) revealed a stable closure device placement but with thrombus formation on the closure device. Warfarin therapy was extended for three more months. A repeat tee after 4.5 months revealed resolution of the thrombus. Warfarin was stopped at that time, and the patient was switched to dual antiplatelet therapy with aspirin and clopidogrel. Follow-up tee at six months showed recurrent thrombus formation layered on top of the watchman device. The patient was reinstated on warfarin anticoagulation, with planned reevaluation showing the persistent thrombus. The patient was continued on oral anticoagulation with warfarin. The patient is still alive and well without any stroke.